Event description:
The customer reported system is 10% over the normal output level. Needs to be calibrated (according to physicist report). No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. This MDR is related to ge healthcare complaint number.